Event description:
It was reported that the patient had a uneventful carotid stent procedure. The patient was taken to the ccu post-procedure for observation. While in the ccu, the patient was noted to have inappropriate responses. The patient was taken back to the cath lab to perform an additional cerebal angiogram, which showed evidence of bleeding. While in the cath lab, the patient had an episode of vomitting and was intubated at that time to protect their airway. The aptient was then taken for a CT scan of the brain. The CT scan report indicated intraparenchymal hemorrhage on the left side consistent with a reperfusion injury. After consultation with the patient's family, the patient was designated as "dnr." Pt was extubated and moved to a hospital flor where pt could receive comfort measures. The patient expired in 2005.